Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said if they turn stim on it pulls their toes down and they can't walk normally. Patient said they started physical therapy for their back before they got the device. In (B)(6) 2020 the physical therapist wanted the patient to do an exercise where they lift their toes up and the patient wasn't able to lift their toes up. Patient said they assume the patient wasn't able to lift their toes because of their back issues. Patient said the issues with their toes started in (B)(6) 2020 and got worse about 2 weeks ago. Patient said the device has been off for 2 weeks. With stim off the patient is able to walk normally but is having accidents. Patient contacted the hcp (healthcare professional) regarding the issue and the hcp told the patient the program might need to be changed and that manufacturer's rep would be contacting the patient but patient has not heard from anyone. Reviewed the patient can change programs on their own, recommended keeping diary of symptoms and if program affects toe. The rep was emailed. The patient's relevant medical history included patient had 4 back surgeries before getting the device. On (B)(6) additional information was received from the manufacturer's rep and healthcare professional: the rep talked with the patient (B)(6) and confirmed patient had changed programs and was comfortable with the new program. The cause of the toes pull down and they can't walk normally with stim on was not determined. The physician thought something during physical therapy changed her sensory response to program 1, but it is not for sure why sensory actually changed. The issue has been resolved. The patient was advised to turn stimulation down or change programs if they have uncomfortable stimulation response. The patient was able to walk normally with stim on now.